Manufacturer narrative:
(B)(4). Approximate age of device ¿ 29 days.  The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer''s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that power elevations were observed. On (B)(6) 2017, it was reported ramp echocardiogram was negative for thrombus. Plasma free hemoglobin and serial lactate dehydrogenase (ldh) did not indicate there was a pump thrombus. Patient was started on a heparin infusion for a few days and inr goal increased from 2-3 to 2.5-3.5. Patient was doing well, discharged to home, and power elevations have stopped. No additional information was provided.

Manufacturer narrative:
Although the evaluation of the submitted system controller log file confirmed a slightly upward trend in power and estimated flow, a specific cause could not be conclusively determined. In addition, a direct correlation with device could not be conclusively established through this evaluation. The submitted system controller log file contained data from (B)(6) 2017 03:49:04 pm through (B)(6) 2017 03:26:17 pm. From (B)(6) 2017 08:01:42 pm through the remainder of the log file, pump power and estimated flow appeared to trend slightly upward, reaching values up to 8.3 w and 10.6 lpm, respectively. Despite the observed pump parameter changes, the pump appeared to have operated as intended above the low speed limit throughout the duration of the log file. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.